Manufacturer narrative:
This instrument has been investigated. On (B)(6) 2017 an ortho field engineer (fe) arrived at the customer site and confirmed the customer's concern. Fe adjusted the camera, made gripper fine adjustments and verified repair by running wadiagnostics.

Event description:
Account reports false negative result for two patients with antibody screens on this provue. Manual gel had both screening cells positive. Samples were also tested using a different provue and results were positive as expected. Qc not affected. Account describes the reactivity as weak. Account further states that the results on the problematic provue looked to be weak positive but provue called them negative. No erroneous results reported yet. Account has not performed antibody ID yet but account wants service on this provue based on the fact that they results were visually positive and provue called them negative. 2 of 2 incidents.